Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 13-sep-2018 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the rows c and d on the cubie drawer 2-1 was failed to detect on the communication bus. The field service engineer (fse) logged into the support to verify the failure. The fse removed the cubie pockets from the rows a, b & e and manually removed the c and d rows. The fse reseated all ribbon cables on the row boards, swapped the row board positions and rebooted the station but issue persisted. The fse shut down the station and reseated the ribbon cable on the drawer board. The fse pulled the connector off, the header piece detached from the drawer board and remained in the ribbon cable connector, indicating a possible cold solder joint. Then the fse replaced the drawer board to fix the problem. The fse tested the drawer rows in the hardware test application to ensure the drawer functionality. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported by the customer that when using the bd pyxis¿ medstation¿ es system, two rows on the cubie drawer 2-1 was failed to detect on the communication bus. The customer stated that the malfunction occurred when the user was trying to issue the medication to a patient and there was a delay in the dispensing of the medication. There were no adverse events or injuries reported due to this event.